Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity estimator bar. It was noted that there was no cold temperature environment. One day later, the device was checked but still displayed a gray bar. The device was not used. There was no patient involvement.